Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery had "charging issues". Upon follow up, customer reported pump shutdown when battery was at approximately 15% and pump only turned on when unplugged from power source. Customer plugged pump back in and battery was able to be charged. There was no reported impact to customer's blood glucose. On 07/03/2019, contact declined further troubleshooting as the pump issue had resolved.